Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked after a set change despite insulin exiting the tubing. The patient stated that his blood glucose was fine. The insulin pump also alarmed with a motor processor anomaly. It was explained to the customer that it was a safety alarm; however, the customer's device had reset. The insulin pump was not returned for analysis.